Event description:
The customer called to report a button error alarm after the insulin pump was submerged in water. The customer reported a blood glucose reading of 188 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. Unable to verify the button error alarm due to the blank display.